Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer experienced an elevated blood glucose (bg) level of 540mg/dl. Customer required assistance addressing bg level with manual insulin injections. The customer reverted to an alternate method of insulin therapy.